Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Related manufacturer report number 1627487-2022-01685. It was reported that the lead had migrated, confirmed via x-ray. In turn, surgical intervention was undertaken wherein the lead was explanted and replaced. During the procedure on (B)(6) 2022, the physician had difficulty placing the new lead, and took longer than expected to complete the procedure.